Event description:
In process of discontinuing foley catheter and noticed much resistance even though full 10 ml "ns" removed from balloon. Tried to remove more incase over filled. Much resistance provided pain and slight bloody drainage from pt's urethra. Upon removal noticed deformity of catheter tubing in the tip where the balloon was ridged and diameter thickness significantly more that the rest of tubing causing resistance when attempting to smoothly remove tubing from urethra, suspect minor urethral trauma due to visible bloody drainage. Sample saved pt's nurse and nursing supervisor made aware.